Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report high blood glucose levels. Troubleshooting was performed, and the screen froze during the self test. Advised that the insulin pump would be replaced.